Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s physician was reported via phone call that they experienced hypoglycemia. Customer's blood glucose value 44 mg/dl. The customer also reported that the transmitter was not working and led light on the charge was not flashing. The device will be return for analysis.